Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant when this left ventricular (lv) lead was attempted to be implanted the guidewire was inserted and the tip of the guidewire broke and came out through the lead. It was not that excessive force was not sued. Insulation damage was noted when it comes to the lv lead. The lead will not be returned. No additional adverse patient effect were reported. A new lead was used.